Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth. The skin was revised under a general anaesthetic during an abutment change on (B)(6)2019.